Manufacturer narrative:
March 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ICD was interrogated on (B)(6) 2011 f/u, the physician observed that the programmed parameters were different from the one set on previous f/u. He also noticed that these parameters correspond to the nominal mode parameters. The physician wants to know if the programming in nominal mode was performed before or on device interrogation. Preliminary review of provided log files showed that the user performed an emergency programming (nominal mode) on (B)(6) 2011, at 15:42:52.